Event description:
It was reported by a company representative that a vns patient had been hospitalized due to vomiting regularly after implantation with vns. The vomiting was described to be strong and several times a week. The stimulator was activated at first level 0.25 mamp, 20 hz and 250 ms and the vomiting continued but did not seem to become worse. Additional information from the area representative indicated there is no suspected relationship of the vns stimulation to the vomiting. However, gastrointestinal measures are being taken. At the moment the vns device has been activated at low level with no increase in vomiting.

Manufacturer narrative:
.